Event description:
Customer received a blood glucose result of 419mg/dl at 11am and took their normal dose of insulin. They felt sick shorthly there after and passed out. Medical professional advised to give the customer glucose tablets. No controls were in use and the device was coded incorrectly. A request was made for the return of the suspect device and replacement product was sent.